Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, loss of capture and high, out of range, pacing lead impedance were observed in multiple positions of the right ventricle. The lead was not implanted and was replaced. The patient was stable.